Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guide wire through the introducer needle due to severe resistance which resulted in the wire kinking. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of resistance between the guide wire and needle causing the guide wire to kink could not be determined based upon the information provided and without a sample. No further action will be taken.